Event description:
The user facility reported that when applying the second band of their smartband multi-band ligation kit, the band failed to deploy onto the varix and was sitting in the esophagus. The user facility was able to quickly retrieve the band and successfully deploy a third band on the varix. No report of injury or procedure delay.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification, a follow-up MDR will be submitted with the UDI identifiers once the device information is confirmed.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the return and evaluation of the product, the cause of the event could not be determined. Through follow up with the user facility personnel, steris learned it was stated that the smartband multi-band ligation kit subject of the reported event had already expired, prior to use. Steris offered in-service training on the proper use and operation of the device; however, the user facility declined. No additional issues have been reported.